Manufacturer narrative:
On 25 apr 2019 arjo was notified that the incident occurred in the (B)(6) medical center, however no more information was available at that time. On 23 may 2019 additional details were reported to arjo by the facility staff. It was alleged that the patient fell from the arjo citadel bed and as a consequence of this event sustained brain bleed which led to the patient's death. Further information was received on 28-may-2019 to clarify the events that took place at the facility. It was indicated that three out of four safety side rails were locked in full upright position and one safety side rail was lowered. Additionally, the bedside table was placed next to the bed to block the possibility of the patient getting out of the bed. It was justified by the facility's protocol, which states that four safety side rails in the raised position constitute restraints for the patient. Based on all facts provided by the facility staff, it was determined that the patient pushed the table out of the way and fell out of the bed. After receiving the communication about a malfunction occurrence, an arjo service technician was dispatched to inspect the device. The evaluation revealed that the device operated as intended, no technical failure was found. The exit alarm was tested and it was confirmed that it was working in accordance with the devices specification. Using of the safety side rails is the decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers, with facility protocol in mind. The facility, in which event occurred states that one of the four safety side rails should be in the lower position. It needs to be underlined, that the bedside table placed next to the bed is not a method which can be effective and prevent a patient's fall. The product instructions for use ((B)(4)) provided to the customer together with the involved device includes safety rules, which should be followed during use of the citadel patient care system to provide a safe treatment for the patient. "To minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended" "caregivers should assess risk and benefits of side rail/ restraint use in conjunction with individual patient needs" "caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of the bed safely" based on the above findings and the device inspection conducted by arjo technician, it can be stated that the patient's fall was not a result of bed's malfunction but more closely connected with usability of the bed and the facility safety protocol, which does not allow all 4 safety side rails to be locked in the upright position. The complaint was decided to be reportable due to the injury and subsequent death of the patient as a result of the fall. The device was being used for patient care at the time of the incident and in that way played a role in the event. There was no technical deficiency found within the device. At the time the incident occurred the citadel bed did not fail to meet the manufacturer's specification.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The facility inspection report was forwarded to arjo on 23 may 2019. It was confirmed that the bed was working in accordance with the manufacturer's specification. Additional information will be provided upon conclusions of the investigation.

Event description:
On 25 apr 2019 arjo was informed that the incident occurred in the (B)(6) medical center, however no more information was available. On 23 may 2019 additional information was provided by the facility staff. It was reported that the patient fell from the arjo citadel bed and as a consequence of this event sustained brain bleed which resulted in the patient's death.